Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapy and overstimulation down the legs. Even though the temporary system was good, the patient had more problems ever since she received the permanent implant and only worked for the first week. The patient stated that after her fall in (B)(6) 2014, she turned the stimulation off and said that she was still feeling stimulation and it was too strong. The patient also mentioned having pain and sensitivity at the implantable neurostimulator (ins) site. In addition, when the patient fell, she tore her meniscus and mentioned that the stimulation wasn't helping before the fall. The patient also mentioned that it was difficult to recharge due to the location of the ins. The patient made an appointment to see the healthcare provider (hcp) 3 months after her fall. The rep did a reprogramming and the patient said that from that point forward she wasn't experiencing any overstimulation but the stimulation was not helping with pain relief. The patient used the stimulation intermittently and decided that with all the issues decided to have the complete device removed which the hcp performed in (B)(6) 2015. Additional information received reported that a follow-up call was made to the rep. The rep last saw the patient on (B)(6) 2014 for a reprogramming. The rep stated that there was no mention to him of the patient having difficulties, concerns, a fall, or overstimulation issues from the ins. The rep stated that he did not remember if the patient contacted him previous to that date as he had no notations. The rep said that he was not aware the patient even had the device explanted. Event date: (B)(6) 2013.